Event description:
It was reported that during a wedge resection procedure, the doctor found part of staples were malformed after firing the device. Changed to another device to finish or. No patient consequence. One device returning.